Event description:
I had smile surgery. I was left disabled at the age of 21. I'm diagnosed with corneal neuralgia and trigeminal neuralgia. Everyday I am in pain and my entire 20s have been a struggling with medications, doctors appointments, pain, medical gaslighting and trauma.